Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device had been dropped. Blood glucose level at the time of the incident was 133 mg/dl. Blood glucose level was 108 mg/dl at the time that the device was dropped. Customer reported that the device was scratched. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.